Event description:
It was reported that high capture threshold and impedance were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that the lead was explanted.